Event description:
Patient presented with total hip where the femoral head was disassociated from the femoral stem. The implants listed were removed and the doctor proceeded to a restoration modular stem. No other information per hospital protocol. It was a right hip.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding disassociation involving an accolade stem and a metal head was reported. The event was not confirmed. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patient presented with total hip where the femoral head was disassociated from the femoral stem. The implants listed were removed and the doctor proceeded to a restoration modular stem. No other information per hospital protocol. It was a right hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.